Event description:
Information was received indicating that a smiths medical pump's air detector alarm was constantly going off. There were no reported adverse events.

Manufacturer narrative:
Other, other text: h10: device evaluation results: one cadd solis hpca pump was returned for investigation in used condition. A review of the event history log evidenced the following: "(B)(6) 2020 9:13:39 am high alarm displayed: air in-line detected. (B)(6) 2020 9:13:43 am high alarm acknowledged: air in-line detected." The customer reported product problem (constant air detector alarm) was confirmed during testing. The product problem occurred because of a defective air detector. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The root cause of this defect was unknown. The air detector was replaced and the pump underwent functional testing.